Event description:
Customer reported that while unit was in use on pt, the unit stopped ventilating and the screen reduced to 1/2 size. There were no audible alarms. The power light was illuminated on the control panel but there were no other indicators on. The attending therapists were standing next to the pt at the time and noticed the problem. There was no pt injury as a result of the malfunction. The hospital biomed and npb service personnel were both unable to duplicate the malfunction and could find nothing wrong with the device.